Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during emergency cardiac arrhythmia treatment. The treatment was completed as planned. A philips remote service engineer (rse) examined the system remotely and confirmed that the system had stopped working. Review of the log files shows there was a short hospital mains power failure which caused the system to malfunction. Upon troubleshooting rse was informed by the customer that e stops was hit during code leading to the system shut down. To resolve the issue, rse guided customer to reset the e stop button and breaker and restarted the system. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Damage to components generally occurs due to unintended contact with other objects in the clinical environment, lack of maintenance, exposure to fluids spilled on the device, etc. When such unintended contact occurs, damage is generally obvious to the user. Occasionally, the device can become damaged (cracked, blurry touchscreens, etc.,) when the user does not follow the reprocessing instructions in the instructions for use manual. This type of damage is usually accumulative and is readily obvious to the user. The reported issue was due to user error. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It was reported to philips that the system was shut down when the e-stop was pressed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.